Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon noted a blemish on the lens. There was patient contact but no patient harm. Another lens was implanted instead. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced over the lens. The lens is in the loading area. Both haptics are broken. The leading haptic is not observed in the device. The optic edge is broken. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The damaged lens was returned in the loading area under the plunger. The root cause for the observed damage cannot be determined. It cannot be determined it the observed plunger override occurred during use or if the lens was placed in this position for return. Both haptics were broken but only one was found in the device. The optic edge was also broken. It is unknown if a qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).